Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported the right common femoral artery was mildly calcified. The starclose instructions for use states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). (B)(4) - the starclose se device was deployed in a mildly calcified artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using the starclose se device after an endovascular interventional procedure. Reportedly, the vessel locator was deployed and the thumb advancer was advanced without resistance. The clip was deployed; however, there was difficulty removing the starclose se device from the anatomy after clip deployment. The safety release mechanism was used and the device was removed from the anatomy but hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.